Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2; -10.5/3.5/001 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. Intraoperatively the lens was removed. It was reported the icl could not be positioned in the center and noted "the patient had cataract surgery; the ticl can't be centered". The cause of the event was reported as "other" and the device failed to perform as intended. The problem was resolved.

Manufacturer narrative:
(B)(4).